Event description:
Customer reported "one of the sub fields of an imrt plan the mlc is missing. The field aperture was still remaining. The field was treated for 3 days with no mlc and on the 4 day noticed and not treated. Hd agent assisted customer with a copy and paste of the original plan, so they were able to treat."

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.